Manufacturer narrative:
Three needles were used in this renal cryoablation procedure to treat a renal cell carcinoma; however, the metallic fragments were observed in only one of the needle locations.

Event description:
It was reported metallic fragments were discovered inside of the patient. During the renal cryoablation to treat a renal cell carcinoma, an icesphere 2.1 cx 90 degree needle was chosen for the procedure. No patient complications occurred during the procedure, which was finished successfully using the original needle. After the procedure, metallic fragments were found during a routine follow-up computed tomography (CT) scan. No evidence of needle damage was observed after the procedure. No other patient complications were reported.

Manufacturer narrative:
Three needles were used in this renal cryoablation procedure to treat a renal cell carcinoma; however, the metallic fragments were observed in only one of the needle locations. D3 manufacturer address 1: tavor building 1, industrial park. B5 describe event or problem: updated per additional information received d4 product information: updated.

Event description:
It was reported metallic fragments were discovered inside of the patient. During the renal cryoablation to treat a renal cell carcinoma, an icesphere 2.1 cx 90 degree needle was chosen for the procedure. No patient complications occurred during the procedure, which was finished successfully using the original needle. After the procedure, metallic fragments were found during a routine follow-up computed tomography (CT) scan. No evidence of needle damage was observed after the procedure. No other patient complications were reported. It was further reported, after 1-2 days, post-procedure imaging showed small, retained fragments correlating with metallic density attenuation noted along one of the tracts in the retroperitoneum. The device worked as expected and procedure was completed without any issue noted. The physician stated the fragments were not clinically significant. After 1-2 days, post-procedure imaging showed small, retained fragments correlating with metallic density attenuation noted along one of the tracts in the retroperitoneum. The device worked as expected and procedure was completed without any issue noted. The physician states fragments were not clinically significant.